Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer did not receive an alert prior to their low blood glucose (bg) event. The customer's bg value ranged from 45-46 mg/dl. Low bg cause was not known. Customer consumed glucose tablets to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.